Event description:
It was reported that a device was used during a laparoscopic sterilization procedure. It was noted that the white seal from the top of the device laying on was on the clip as it was introduced into the abdomen. The seal was retrieved. Case was completed without incidence.